Manufacturer narrative:
Limited info is available at this time. Root cause and further details on the event are not available for review. Should additional info be received which will further this investigation this report shall be updated.

Event description:
It was reported by the pt's counsel that the pt underwent a total left hip arthroplasty on (B)(6) 2007. The pt experienced pain in his hip, buttock, sciatic nerve and left leg. A revision was performed on (B)(6) 2009. It was noted that he suffered from an impingement of his sciatic nerve by his left piriformis muscle.